Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis and the procedure was completed by moving the patient to another room. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the host pc was unable to read the hard drive. Fse replaced the hard drive and restored the ghost software, but issue was not resolved. The defective host pc was returned for analysis, and it was concluded that the failed component was power supply unit (psu). Fse replaced host pc and hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.